Event description:
Kiss zh, doig-beyaert k, eliasziw m, tsui j, haffenden a, suchowersky o. The canadian multicentre study of deep brain stimulation for cervical dystonia. Brain. 2007; 130(pt 11): 2879-2886. This article describes a study involving bilateral gpi deep brain stimulation in 10 pts with severe, chronic, medication-resistant cervical dystonia. One pt with bilateral dbs for dystonia developed shingles in the left opthalmic division of the trigeminal nerve, after her first lead surgery. Therefore, her second side dbs implant was delayed by one month. A small chronic subdural fluid collection was seen at the second side surgery and drained during the procedure. This same pt had a very subtle hemiparesis (seen only on gait) that was present at 6-month follow-up, but resolved completely by 12 months.

Manufacturer narrative:
This report is being submitted following an internal audit.